Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer pressed the button with more force, which resolved the issue. The customer's blood glucose level was 91 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.